Manufacturer narrative:
According to the complainant the device is not being returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the hospital with blood glucose (bg) values that reached over 1000 mg/dl. For treatment, no information was given, due to the patient still in the hospital. The pod was worn between 36 and 48 hours on the arm. The pod was changed out for a new pod. The ketones were positive and the doctor stated that the patient might have a throat infection, as well.